Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p09-22 that has a similar product distributed in the us, list number 4p54, with 510k number p110029. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false nonreactive alinity I hbsag confirmatory results for one female patient in her 70s with a history of hepatitis c virus. The following data was provided: (B)(6) 2026, sid (B)(6). Initial alinity I hbsag result 0.11 iu/ml (>/= to 0.05 iu/ml is reactive), repeated 0.06 and 0.05 iu/ml (reactive), alinity I hbsag confirmatory test result not confirmed (reagent 1 0.42 s/co, reagent 2 0.99 s/co, negative, 0.99 s/co, blocking percentage 125%). Sid (B)(6) was re-measured with alinity I hbsag confirmatory test after calibration and the confirmatory result was also not confirmed (0.81 s/co, 0.45 s/co). Other results provided: anti-hbc 8.12 s/co (reactive), anti-hbe 93.5%inh (reactive). No impact to patient management was reported.